Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture') and device dislocation ('migration') in an adult female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, endometrial disorder and elevated bp. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage ("bleeding/unusal bleeding"), abdominal pain lower ("cramping/abdominal pain"), menstruation irregular ("unusual periods"), libido decreased ("low libido"), abdominal pain ("abdominal pain") and loss of libido ("no libido"). At the time of the report, the device breakage, device dislocation, genital haemorrhage, abdominal pain lower, menstruation irregular, libido decreased, abdominal pain and loss of libido outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, libido decreased, loss of libido and menstruation irregular to be related to essure. The reporter commented: we tried to place the essure which did not placed. This was not the right place. Again gentle polyp forceps were used to remove some tissue. Of note, the patient had had high blood pressure spills during anesthesa that required some anti hypertensive involvement intravenously, but was stable. After the third attempt to find the ostia, it was seen. It was cannulated and placed easily. At completion of the procedure there were about three rings of coil outside that tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture') and device dislocation ('migration') in an adult female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, endometrial disorder and elevated bp. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage ("bleeding/unusual bleeding"), abdominal pain lower ("cramping/abdominal pain"), menstruation irregular ("unusual periods"), libido decreased ("low libido"), abdominal pain ("abdominal pain") and loss of libido ("no libido"). At the time of the report, the device breakage, device dislocation, genital haemorrhage, abdominal pain lower, menstruation irregular, libido decreased, abdominal pain and loss of libido outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, libido decreased, loss of libido and menstruation irregular to be related to essure. The reporter commented: we tried to place the essure which did not placed. This was not the right place. Again gentle polyp forceps were used to remove some tissue. Of note, the patient had high blood pressure spills during anesthesia that required some anti hypertensive involvement intravenously, but was stable. After the third attempt to find the ostia, it was seen. It was cannulated and placed easily. At completion of the procedure there were about three rings of coil outside that tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: new event no libido was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('device fracture') in a female patient who had essure (batch no. 782774) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity and endometrial disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, genital haemorrhage ("bleeding"), device breakage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual periods"), libido decreased ("low libido ") and abdominal pain ("abdominal pain"). At the time of the report, the device dislocation, genital haemorrhage, device breakage, abdominal pain lower, menstruation irregular, libido decreased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, libido decreased and menstruation irregular to be related to essure. The reporter commented: we tried to place the essure which did not placed. This was not the right place. Again gentle polyp forceps were used to remove some tissue. Of note, the patient had had high blood pressure spills during anesthesia that required some anti hypertensive involvement intravenously, but was stable. After the third attempt to find the ostia, it was seen. It was cannulated and placed easily. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: lawyer was added. New events- cramping, abdominal pain, device fracture, unusual periods, low libido were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. 782774) inserted for female sterilisation. The patient's medical history included morbid obesity and endometrial disorder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: we tried to place the essure which did not placed. This was not the right place. Again gentle polyp forceps were used to remove some tissue. Of note, the patient had high blood pressure spills during anesthesia that required some anti hypertensive involvement intravenously, but was stable. After the third attempt to find the ostia, it was seen. It was cannulated and placed easily. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("bleeding") in a female patient who had essure (batch no. 782774) inserted for female sterilisation. The patient's medical history included morbid obesity and endometrial disorder nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: we tried to place the essure which did not placed. This was not the right place. Again gentle polyp forceps were used to remove some tissue. Of note, the patient had high blood pressure spills during anesthesia that required some anti hypertensive involvement intravenously, but was stable. After the third attempt to find the ostia, it was seen. It was cannulated and placed easily. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.